Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the video connector terminal pin is bent caused scope was not detected when was inserted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the video processor scope was not detected when plugged up. The issue was found during preparation for use. There was no patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the video connector socket was damaged and loose. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.